Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported having symptoms on and off since implant. The patient wanted assistance with increasing stimulation. The patient was aided in increasing stimulation from 1.35 volts to 1.50 volts. The patient was going to see if that helped with the loss of therapy. Additional information received from the consumer reported that, after the last call, the therapy seemed to work for a couple days and then didn¿t seem to work. He was told to leave the settings for a week before adjusting again. He had not made any additional adjustments and had not followed up with the healthcare provider (hcp). It was unclear if the patient was going to be moving. It was also noted that the wire may have moved. No x-ray was done to confirm this, but the patient felt stimulation sometimes and therapy did work for the patient sometimes after adjustments were made. No cause was known and there was no current action planned.

Event description:
A consumer reported that the patient relocated and was seeing a new hcp. The patient continued to increase amplitude on the same program with little to no result. The time it did give a result was only for a week, then stopped again, suddenly. Overall the patient increased from .50v to 1.75v. The patient said someone suggested an x-ray, but they were not sure if they should. There were no falls or medical procedures reported

Manufacturer narrative:
(B)(4).

Event description:
It was reported that experienced a loss or change of therapy but was feeling stimulation. The reason for the implant was to help patient with her leakage symptoms. Consumer reported that patient has not experienced any improvement in symptom control since receiving the permanent system. Consumer stated that patient was given some medication by health care provider (hcp) as about 3-6 months ago patient couldn't empty her bladder. Consumer stated this was a concern as patient only has one kidney. Consumer stated that patient has been reprogrammed about 6-7 times at hcp office with manufacturer representative since implant. The consumer stated that he or patient have used the patient programmer (pp) yet. Consumer stated that patient has an appointment on (B)(6) 2016 to see her hcp. Follow up was sent to representative regarding reported issue and was not aware of it. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported patient was seen by health care provider this week and patient was found to have slight bladder infection. The consumer was put on 4 days of medications to address this. They also programmed new program for patient to try and patient has not made any changes to this program. The consumer indicated that patient was going to try to intentionally urinate every 2 hours to stay ahead of leakage events. The consumer stated that urine just "pours out of her". The patient was to be seen by managing health care provider again in a couple of months to see how patient was doing.